Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a visual inspection of the pump showed no evidence of moisture in the battery compartment. A leak test revealed a pump case leak. The pump case was removed and there was moisture was observed throughout the inside the pump casing. A battery compartment crack was observed from the case seal traveling to grip pad. A leak was not found at this location.